Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the patient's father, who was known to have a lot of static electricity, touched the patient and they felt a very bad shocking sensation from the pocket to their head and down to their feet and the sensation eventually stopped on its own. The stim was on at that point and the patient left it on until the next day. The patient randomly felt the same shocking/pain sensation, which caused the patient to faint and they went to the ER. The healthcare provider's at the ER believed the sensation was caused by the ins. The caller noted at the time of the occurrence the patient's controller was wiped, became unpaired from the ins, and turned the ins off. Stimulation had been off since the incident occurred. The patient's programming was on their right lead and they had been on the same programming for 6 months. When the caller was programming the patient and turned on the left lead, the patient immediately felt the same shocking sensation as before and the caller turned the ins off. It was noted the right lead was receiving an out of regulation. The patient had fallen on ice in december. The issue was not resolved through troubleshooting.

Event description:
Additional information received. Yesterday, (B)(6) 2021, the patient tried to turn on her stimulation and received another jolt when she bent down. The shocking sensation as not been resolved. Unknown what next steps are and we are waiting to hear from implanting physician. Weight is unknown and unable to find out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep had some further information to provide stating that x-rays showed that leads have not moved and were located where they expected them to be. Pt reported to rep that this shocking sensation has happened twice to the patient. Ts discussed possible reasons for this such as a fluid short, intermittent impedance change that wasn't captured by impedance test. Rep stated pt would feel stimulation/shocking sensation when programmed around 5.5-6 ma.